Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a battery failed test alarm and a pump error 63 alarm. Customer's blood glucose was unknown. Troubleshooting was performed and insulin pump failed self-test. Insulin pump would be replaced.

Manufacturer narrative:
The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. No unexpected pump error 63 alarms noted during testing. However, the pump error 63 was present in the format history file due to poor solder joints on the keypad assembly. No unexpected failed battery test alarms were noted during testing or in the format history file. The power management graph was within specification. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a cracked select button on the keypad overlay, a cracked case on the battery tube area and a peeling end cap address label.